Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, cable connecting the rear therapy electrode (te) to the distribution node (dn) was pulled from the strain relief at the dn. Additionally, the ECG c and d cable grommet was pulled from the dn. The cause for the damaged cables was unable to be positively identified but is likely due to excessive force on the cable sections. No adverse results from the damaged cable. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) female patient contacted zoll customer support to report that her monitor had a "replace belt message" on the screen. While assisting the patient, a zoll patient service representative (psr) contacted customer support and reported that a cord on the patient's electrode belt was visibly damaged. The patient was issued a replacement electrode belt.